Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly failed to charge its internal battery. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.